Manufacturer narrative:
Product event summary: the device was returned for analysis. Performance data collected from the device was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the device impedance was high. It was also reported when the defibrillation threshold test(dft) was performed, it failed and external defibrillation was performed. The physician removed the existing leads and the newly implanted leads were connected to the device and again the device impedance was found to be high. Of note, a problem with the high voltage port was mentioned. A different device was implanted and correct values of the measured parameters was achieved. A dft test was performed with successful arrhythmia termination. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a missing grommet and a missing set screw. If information is provided in the future, a supplemental report will be issued.